Event description:
It was reported while using a therapy cool path catheter during an atrial tachycardia ablation procedure, the pt developed atrioventricular (av) block. An activation map was created using a cool flex catheter and the ensite system. After mapping the left atrium, it appeared the focus originated in the right atrium. The physician reported poor signal quality with the therapy cool flex and it was replaced with a therapy cool path catheter. The user noted fragmented low amplitude signals in the triangle of koch and ablated superior to the coronary sinus ostium. One application of rf energy was applied with the cool path therapy catheter and generator/pump settings of 35watt, 17ml/min and 42 degrees celsius for 15 seconds. After the application, the pt developed av block. A temporary pacemaker was inserted and the pt stabilized. The pt required permanent pacemaker placement.

Manufacturer narrative:
One therapy cool path 7f catheter was received for eval. Visual inspection revealed no anomalies. Functional testing of the device confirmed the catheter passed EKG and continuity testing. The catheter also passed the pressure drop, rate and ablation simulation test. The catheter created a curve when deflected matching the required template. The steering force to create a curve met the specification criteria. The thermal system of the catheter was verified with no issues noted. Microscopic eval of the tip with no anomalies noted. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure.